Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported drill snapped while trying to drill for a screw.

Manufacturer narrative:
An event regarding an alleged fracture involving a detachable flex shaft was reported. The event was confirmed. Conclusions: the flexible shaft fractured near the point of juncture with the drive fitting. At the point of separation, individual shaft cables were twisted and frayed. Material analysis team indicated, "fracture consistent with an overload condition."

Event description:
Sales rep reported drill snapped while trying to drill for a screw.